Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event. The telemetry issues were caused by a loose rf (radio-frequency) head connection on the printed circuit board. The system fan was also found to be noisy, the analyzer cover was missing, and errors were found in the programmer error log. (B)(4).

Event description:
It was reported that intermittent to frequent trouble acquiring telemetry with the programmer rf (radio-frequency) head was experienced. Multiple rf heads were attempted, and it was determined to be a programmer, not a rf head issue. The programmer was returned for repair. There was no patient involvement.